Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device struggled to morcellate. When the device was activated, the connecting cable started to shake and the blade turned intermittently and slowly. The physician used another motor drive, however, the problem was not resolved. The physician changed the position of the hand piece which stopped the shaking and started the rotating action of the blade, however, this was an intermittent effect and the position had to be readjusted to restart it from time to time. The procedure was converted from a laparoscopic hysterectomy to a vaginal hysterectomy.

Manufacturer narrative:
(B)(4). Drive cable wrap-up/torque. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216624 mfg date: 04/23/2012, exp date: 04/30/2014. Batch mt216593 mfg date: 04/16/2012, exp date: 04/30/2014. Batch mt216853 mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.